Event description:
The patient was being ventilated by a hamilton veolar ventilator. The ventilator was connected to the patient with seamless tubing. A bennett low pressure alarm was connected to the ventilator and place doutside the patient's room. The ventilator tubing became disconnected and the low pressure alarm did not sound. The patient became bradycardic (hr approximately 30) and the oxygen saturation level decreased to 86%. The patient was then ventilated with an ambu bag and the patient's heart rate and oxygen saturation level increased. (Hr - 96 and oxygen level - 97)device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.